Event description:
Affiliate reports screw from the cross bar of the rongeur had fallen out several times during surgery. Request for additional information/clarification of event was made to affiliate on 12/19. Replay revealed that x-ray was called in to locate the screw. On 01/15/02, affiliate reported there would be no additional information concerning the event.